Event description:
It has been reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed from the error logs that the issue was caused by a failure in the main computer¿s (suite pc) software. The philips field service engineer (fse) inspected the system onsite and observed that the technical room¿s air conditioning had failed resulting in high room temperature. The customer was advised to restore proper cooling. Upon further analysis, the fse identified a software error in the logs and resolved the issue by reinstalling the software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.